Manufacturer narrative:
One t3 platform switched tapered implant (bopt4310) was returned for investigation. Visual inspection of the as returned product identified minor nicks on the implant platform and bone residue around the external threads due to usage. Measurements were taken using a caliper. Through dimensional analysis and comparison to drawings, it was determined that the device met design specifications. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. All sterilization activities were conducted with no nonconformities per sterilization record. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. X-ray image was provided. Upon analysis by subject matter expert (sme), the bone loss was confirmed. Based on the available information, device malfunction did not occur. The reported bone loss was confirmed via x-ray analysis. However, infection could not be verified through visual inspection since it is a medical condition. The following sections have been updated: b4: date of this report. D4: device expiration . D4: UDI . G4: date received by manufacturer.g7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H4: date of manufacture. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that the patient suffered an infection and bone loss. As a result, the implant had to be removed from tooth site 13.